Manufacturer narrative:
Combination product: yes.

Event description:
Rv alert received for impedance out of range last week. It was back in range during check today (last check 3/2023), but hundreds of nst were found as far back as 10/2023 due to lead noise falling in vf zone, as well as multiple rv lead monitoring alerts was able to reproduce noise with isometrics. Turned therapy off. Patient was being fitted with a life vest and will be referred for extraction/reimplant. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.